Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), pregnancy with contraceptive device ('unwanted pregnancy') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pelvic pain female. Current weight 185 lbs. Previously administered products included for an unreported indication: ortho-tri cyclen. Concurrent conditions included obesity and kidney stones. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2017, naproxen since 2015 and topiramate since (B)(6) 2018. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/ dysmenorrhea"). In (B)(6) 2012, the patient experienced headache ("headaches"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse"), fatigue ("fatigue"), anaemia ("blood or heart disorder/condition type: anemia"), abdominal distension ("other injury (ies) or complications- please describe: bloating"), constipation ("constipation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and rash ("rashes or skin conditions type: rash") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, abdominal pain, headache, hypersensitivity, mood swings and anaemia outcome was unknown, the dysmenorrhoea, pelvic pain, back pain, dyspareunia, fatigue, heavy menstrual bleeding, vaginal haemorrhage, cystitis, rash, nausea, weight increased, abdominal distension and constipation had resolved and the migraine and alopecia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs (29-jan-19) date(s) of insertion: (B)(6) 2012 (right coil implanted), (B)(6) 2012(left coils implanted). Insertion details:essure implants placed without complications with 3-4 coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Lot number: 880422 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), pregnancy with contraceptive device ('unwanted pregnancy') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pelvic pain female. Current weight 185 lbs. Previously administered products included for an unreported indication: ortho-tri cyclen. Concurrent conditions included obesity and kidney stones. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2017, naproxen since 2015 and topiramate since (B)(6) 2018. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/ dysmenorrhea"). In (B)(6) 2012, the patient experienced headache ("headaches"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse"), fatigue ("fatigue"), anaemia ("blood or heart disorder/condition type: anemia"), abdominal distension ("other injury (ies) or complications- please describe: bloating"), constipation ("constipation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and rash ("rashes or skin conditions type: rash") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, abdominal pain, headache, hypersensitivity, mood swings and anaemia outcome was unknown, the dysmenorrhoea, pelvic pain, back pain, dyspareunia, fatigue, heavy menstrual bleeding, vaginal haemorrhage, cystitis, rash, nausea, weight increased, abdominal distension and constipation had resolved and the migraine and alopecia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs ((B)(6) 2019) date(s) of insertion: (B)(6) 2012(right coil implanted), (B)(6) 2012(left coils implanted) insertion details:essure implants placed without complications with 3-4 coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received: medical history, reporter information were added.fu marked significant due to harmonization of FDA/imdrf code error. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". Medical conditions: current weight 185 lbs. Concurrent conditions included obesity and kidney stones. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2017, naproxen since 2015 and topiramate since (B)(6) 2018. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), anaemia ("blood or heart disorder/condition type: anemia"), abdominal distension ("bloating"), constipation ("constipation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and rash ("rashes or skin conditions type: rash") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, abdominal pain, headache, hypersensitivity, mood swings and anaemia outcome was unknown, the dysmenorrhoea, pelvic pain, back pain, dyspareunia, fatigue, menorrhagia, vaginal haemorrhage, cystitis, rash, nausea, weight increased, abdominal distension and constipation had resolved and the migraine and alopecia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs (29-jan-19) date(s) of insertion: (B)(6) 2012(right coil implanted), (B)(6) 2012 (left coils implanted). Insertion details: essure implants placed without complications with 3-4 coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". Medical conditions: current weight (B)(6). Concurrent conditions included obesity and kidney stones. Concomitant products included acetylsalicylic acid; caffeine; paracetamol (excedrin migraine) since 2017, naproxen since 2015 and topiramate since (B)(6) 2018. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), anaemia ("blood or heart disorder/condition type: anemia"), abdominal distension ("bloating"), constipation ("constipation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and rash ("rashes or skin conditions type: rash") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, abdominal pain, headache, hypersensitivity, mood swings and anaemia outcome was unknown, the dysmenorrhoea, pelvic pain, back pain, dyspareunia, fatigue, menorrhagia, vaginal haemorrhage, cystitis, rash, nausea, weight increased, abdominal distension and constipation had resolved and the migraine and alopecia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs (29-jan-19) date(s) of insertion: (B)(6) 2012 (right coil implanted), (B)(6) 2012 (left coils implanted). Insertion details: essure implants placed without complications with 3-4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Most recent follow-up information incorporated above includes: on 29-jan-2019: pfs & mr received. Lot number were added. Reporter's information added. Patient's demographics added. Added events abnormal bleeding (vaginal, menorrhagia), bladder infection, rash, migraines, anemia, nausea, fatigue, weight gain, bloating, constipation, hair loss, did not undergo essure confirmation test. Concomitant condition, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.